Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic chips off while changing reservoir. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump had rainbow on screen and rejecting new batteries. Customer stated that the insulin pump received unexplained random no delivery alarms. Customer stated that the rewind of insulin pump was louder and it was taking longer and also the alarm was not loud. The insulin pump will not be returned for analysis.